Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded inappropriate atrial tachy response (atr) episodes showing far-field r-wave oversensing. A review of the atrial settings was recommended. Further information was requested, however, no additional details were made available. The crt-d system remains in service. No adverse patient effects were reported.